Manufacturer narrative:
The customer called olympus technical assistance center (tac) and confirmed that the issue was related to the oev-262h and tac transferred the call to repairs. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the high-definition lcd monitor is unable to display image. The event occurred during an unknown diagnostic procedure and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The olympus service center found the video image did not display due to a faulty circuit board. In addition, the device had cosmetic wear. The faulty parts were replaced. The device was inspected and passed olympus functional standards. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the cause of no image was due to a faulty circuit board. However, the specific root cause of the faulty circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.